Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Migration of the electrode array into the outer ear canal. The recipient was re-implanted.

Event description:
While cleaning the external auditory canal in the hospital, the electrode was found out of the cochlea, so it was decided to remove the implant. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. According to the information received from the field the electrode extruded into the external ear canal. Reportedly, the recipient suffered from a recurrent cholesteatoma, which is according to the clinic the cause for the observed extrusion. Furthermore, the extruded electrode was accidentally cut during an ear clinic procedure. Other mechanical damages are attributable to the removal surgery. This is a final report.